Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service) due to failure to capture. A new lead was implanted. No adverse patient effects were reported.